Event description:
During a revascularization procedure the physician used four medtronic drug eluting balloons to treat lesions in the right sfa (r1, r2). Approximately 9 months post the procedure the patient suffered restenosis of the right sfa (r1). The patient was treated with pta and recovered. The event is possibly related to the device, procedure and paclitaxel.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.